Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's blood glucose (bg) level rose to 37 mmol/l (667 mg/dl) while wearing the pod on the skin for a duration of between 49 and 71 hours. The patient was hospitalized and admitted to the intensive care unit for three days, where treatment included insulin infusion. The diagnosis was high bg levels and ketoacidosis. A diabetic educator at the hospital alleges that the pod was not delivering insulin, potentially due to an issue with the cannula, although the exact cause was not confirmed. The pod could not be returned because the patient discarded it.